Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had discomfort at the ins site for about 6 months because they did not have enough fat. Caller states patient went in on monday to have the device changed since it had moved. Caller states they decided to keep the same implant and just implant it deeper. Patient had revision surgery where the ins was implanted a little deeper about 2 weeks ago to address this. Caller states patient (pt) had pain at the incision where they opened them for the surgery on monday. Now patient is seeing internal device data was lost message when communicating with the ins. Caller mentioned on the call that yesterday they went to try and make an adjustment to the pt's therapy and the equipment would not connect to bluetooth. Caller states all week the patient (pt) has not been feeling stimulation and is not getting bladder symptom relief. Caller states on saturday the patient had an accident. Caller states they went to try and increase stimulation yesterday but the external device will not connect to bluetooth. The caller was redirected to patient services once they are with pt and equipment to continue troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment tomorrow.